Event description:
The patient post-treatment follow-up form @6 months was received and the patient noted "saw retinal specialist because of flashes-used lazer to cure small tear". The lens remains implanted. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4): evaluation method - lens work order search.results: a lens work order search revealed there were no similar complaints found within the work order.(B)(4).

Manufacturer narrative:
Method: medical review. Results: high myopia predisposes an eye to retinal breaks, tears or holes, which may further progress to retinal detachment. This is due to the anatomy of myopic eyes which are longer or elongated, which creates stretching of the retina. A retinal tear in high myopes are not commonly caused by icl implantation however, it cannot be ruled out completely. Conclusion: based on the complaint history, work order search and medical review, we were unable to completely rule out the icl implantation as a possible cause. (B)(6).

Manufacturer narrative:
Additional information was received from the surgeon which confirmed the patient had seen a retinal specialist because of flashes, who used laser to close a small tear. Event was due to a pre-existing condition of lattice degeneration and holes in the retina and was not caused or contributed to by the device. Patient is doing very well with a va of 20/20. (B)(4).